Manufacturer narrative:
The cycler was retruned for evaluation. Exterior visual inspection showed no signs of physical damage. The internal, visual inspection showed that there were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was completed without any failures or problems occurring. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in the test cassette during the treatment test. A visual inspection of the returned cycler interior showed dull, pump pneumatic tubing and a slight brown discoloration on the hp2 filter. The cause of the encountered discoloration could not be determined. Mechanical testing was performed and passed. There was no indication of overfill. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no documentation that shows a causal relationship between the fluid overload and the liberty cycler, nor are there any allegations of a malfunction on the cycler prior to the hospitalization. Treatment records do not document any iipv. There is a potential temporal relationship between the difficulty breathing and talking and inability to move properly with subsequent hospitalization for chf and pd therapy, but it is unknown if this patient was compliant with pd treatment and diet or if any concomitant medications could have contributed to the event along with the pre-existing chf. The patient was known to have an ongoing history of fluid retention and an extensive medical history including cardiac issues and diabetes. The patient also didn¿t understand his pd prescription and was not utilizing the 4.25% solution when uf wasn¿t being reached.

Event description:
On (B)(6) 2017, this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time contacted technical support. The patient reported that prior to start of the previous evening¿s treatment ((B)(6) 2017), he was unable to breathe, talk or move properly. He stated that when he connected to the cycler it drained him of approximately 6000ml and he immediately felt better after the initial drain. The treatment record for that night showed an initial drain of 546ml and not 6000ml. No alarm history was gathered for that treatment and no additional assistance was provided. The cycler was to be replaced. Initial follow up with the peritoneal dialysis (pd) nurse on (B)(6) 2017 confirmed that the patient reported the breathing difficulty and cycler replacement to the pd nurse and that the patient was hospitalized ((B)(6) 2017) after the call to technical support. Reason for hospitalization was unknown. It is unknown if the patient continued pd therapy after the initial call to technical support and prior to the hospitalization. Additional information received from the pd nurse on (B)(6) 2017 documented that the patient had an ongoing fluid retention issue and was gaining weight without notification to the pd clinic and was hospitalized for congestive heart failure (chf). The pd nurse confirmed that there was not an excessively large drain on (B)(6) 2017 and that the patient drained approximately 600ml. The patient was utilizing 1.5% and 2.5% solution for pd therapy but had also been prescribed 4.25%. The patient thought the 4.25% was for ¿special occasions¿ and didn¿t realize that he should be using it when adequate ultrafiltration (uf) was not being reached. During the hospitalization, a cardiac catheterization was performed (unknown date or outcome). Other hospital course unknown. It is unknown if the patient continued pd therapy during the hospitalization. The patient was discharged (B)(6) 2017. No additional information was available for this event. Review of the treatment records for the date of the event ((B)(6) 2017) did not show any increased intraperitoneal volume (iipv).